Event description:
It was reported that the rotator broke four times in a row during left ventriculogram. Info was not available on each of the incidents.

Manufacturer narrative:
Device eval: other. Eval not completed. Eval: a review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Conclusions: a follow-up will be submitted when the eval has been completed.